Manufacturer narrative:
Continuation of d10: product ID 8781. Serial# (B)(6). Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 20-sep-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (4000 mcg at 2697.03695 mcg/day) and bupivacaine (13 mg at 8.76537 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced some inspec volume discrepancies (2.1-2.5 ml), she also reported lack of efficacy with her pump. The patient also had symptoms of withdrawal and feeling like her pump was completely off. There were also reports of headaches that were worsened with standing and improved with lying down. A catheter dye study was done on 2024-feb-28, in which aspiration was unsuccessful. On 2024-mar-07, it was reported that the patient had increased numbness sensations in her feet. It was noted that bolusing made no difference with her pain level. They were expecting to aspirate 27 ml, but aspirated 36.0 ml equating to 8.9 ml volume discrepancy. On (B)(6) 2024, the patient still reported worsening of back pain along with a 24.9 ml volume discrepancy, as they were expecting to aspirate 11.1 ml but aspirated 36.0 ml. A pump replacement,due to normal battery depletion, and catheter replacement were done on (B)(6) 2024.